Event description:
It was reported that, "while inspecting the threaded instrument tips from anchor c #8 loaner kit, I found that the 7mm inserter threading was deformed and no longer screws completely into the implant(s)."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.